Event description:
Found while testing. According to the reporter, the device does not deliver the selected energy, when charging to 200 joules, it delivers about 180 joules, when charging to 360 joules, it delivers about 230 joules.

Manufacturer narrative:
The customer declined an offer of service from physio-control. The customer reported that he replaced the transfer relay assembly and then observed proper device operation.